Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs, detached and migrated . The device was removed percutaneously. Further, it was reported that the struts remained in right atrium, right lung, pericaval tissues and left lower pelvis; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years and three months of post deployment, computed tomography of abdomen and pelvis demonstrated that an inferior vena cava filter was reidentified and similar in position compared to prior study performed approximately ten days back. Several struts extended beyond the inferior vena cava wall. Approximately one month later, computed tomography of abdomen and pelvis was performed, and result showed that remnants of a prior inferior vena cava filter were noted, not clearly intraluminal and posterior to the inferior vena cava. Additional fragments was likely along the anterior margin of the inferior vena cava. An additional fragments was noted in the left lower pelvis along the anterior margin of the piriformis muscle. Filter removal procedure was performed. The right internal jugular vein was accessed with a 21 -gauge micropuncture needle using ultrasound guidance. Using this access, a 5 french straight catheter with sideholes was introduced, under fluoroscopy, over the guidewire and the catheter was placed within the inferior vena cava, below the inferior vena cava filter. The cavogram showed that the inferior vena cava was patent. There were no detectable clots within the cone of the inferior vena cava filter or above the cone of the filter. As demonstrated in previous imaging studies, there were multiple fracture fragments associated to the presence of these inferior vena cava filter included one in the right lung, one overlay the cardiac silhouette. From the cavogram it was impossible to determine if the fragments were intravascular or located within the soft tissues surrounding the inferior vena cava. The technique for removal was the loop snare technique considering the type of filter and the multiple fragmented and separated parts. An amplatz wire was advanced over the straight catheter, the venipuncture site was progressively dilated, and then, a 16 french sheath was inserted through the right internal jugular vein approach. A reverse curve catheter was inserted and then a guidewire was looped around the tip of the inferior vena cava filter. The wire was retrieved with the snare and removed through the sheath. Then, once the tip of the filter was securely captured with the loop, the 9 french sheath was advanced over the tip of the filter to collapse of legs. Then, the 16 french sheath was advanced over the collapsed legs and the 9 french sheath and the filter was then removed. Venacavogram was performed which demonstrated a patent inferior vena cava with no findings of extravasation. 4 fragmented pieces of the filter remained visible in the area. Then, attempts to remove the remaining fragments were conducted using a 20 mm and a 25 mm amplatz snare. During these maneuvers, it was not possible to retrieve the remaining fragments. Then, the fragment located in the heart was assessed. Again, attempts to remove this fragment were unsuccessful. 20 and 25 mm amplatz snare was were used to attempt retrieval. All the remaining fragments identified were found to be in stable position. Gross description demonstrated that it contained a label as inferior vena cava filter and consisted silver metallic 7-pronged medical device with minimal attached soft tissue. The prongs ranged from 2.2 to 3.9 cm. Therefore, the investigation is confirmed for limb detachment and perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2, g3. H11: h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated, detached and migrated. The device was removed percutaneously. Further, it was reported that the struts remained in right atrium, right lung, pericaval tissues and left lower pelvis; however, the current status of the patient is unknown.